Event description:
Related manufacture reference number: 2017865-2023-40739 it was reported that the patient presented prior to device exchange procedure. Interrogation noted that both the atrial lead and right ventricular lead exhibited failure to capture and low pacing impedance. During procedure, it was noted that the insulation of the atrial lead was damaged and the right ventricular lead was dislodged. Both leads were capped and replaced on (B)(6) 2023. The patient was in stable condition.